Manufacturer narrative:
Date was reported as (B)(6) 2013, should have been (B)(6) 2013. Recall #z-1215-2014.

Event description:
While dr was placing the abutment it fractured at the hex. No patient injury.

Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.